Manufacturer narrative:
Device was used for treatment not diagnosis. Rodriguez, e et al (2016) mechanical construct characteristics predisposing to non-union after locked lateral plating of distal femur fractures. J orthop trauma , vol. 30, no. 8, pp: 403-408. This report is for an unknown less invasive stabilization system (liss) plates. Investigation could not be completed and no conclusion could be drawn, as no devices were returned and no lot numbers or part numbers were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article rodriguez, e et al (2016) mechanical construct characteristics predisposing to non-union after locked lateral plating of distal femur fractures. J orthop trauma , vol. 30, no. 8, pp: 403-408. The primary objective of the present study was to test the hypothesis that mechanical construct variables known to be determinants of construct rigidity can be identified as predictors of nonunion. Devices included primarily titanium less invasive stabilization system (liss) plates (synthes, west chester, pa) and stainless steel condylar locking plates (synthes). The study was performed between august 2004 and december 2010 on a total of 271 distal femur fractures. Occurrence of nonunion was 10% in titanium constructs (primarily liss plates). Infection was seen in 8 patients in the liss group. This report is for an unknown less invasive stabilization system (liss) plates. This is report 2 of 2 for (B)(4).